Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the monitoring device had an error with the co2 sensor. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D3 - mfg establishment name and address: corrected. H3 and h6 codes - updated. The suspected device was returned for evaluation. No discrepancies related to the complaint were found during visual inspection. During power on test, sensor error message is not displayed. However, during the hi/low calibration, the sensor is not detecting the calibration gas and high co2 unstable error message displayed at the end. The co2 sensor was replaced to correct the issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The device passed all functional tests after the repair. It is not anticipated that the reported malfunction would result in interruption of therapy or serious injury.